Event description:
It was reported that the arctic sun device was not cooling with in bypass mode or with loop attached. The root cause of unit not cooling was found to be a faulty mixing pump head. The mixing pump and circulation pump ran at 100 percentage with low inlet pressure (ip) was observed at -0.6 psi. The root cause of low inlet pressure (ip) was found to be caused by expansion of the bypass tube pressing against the bottom of the tank. Per sample evaluation results received via task on 22mar2025, it was reported that the visual evaluation of the returned sample noted one opened neonatal pad with shipping information that tape was found on the pad surface. During flow testing, the tape was determined to be covering punctures that were causing an air leak. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Hydrogel was intact with pad and not separated.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is bypass tube expansion pressing against the bottom of the tank. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling with in bypass mode or with loop attached. The root cause of unit not cooling was found to be a faulty mixing pump head. The mixing pump and circulation pump ran at 100 percentage with low inlet pressure (ip) was observed at -0.6 psi. The root cause of low inlet pressure (ip) was found to be caused by expansion of the bypass tube pressing against the bottom of the tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.